Event description:
Additional information was received when the field representative was able to discuss the patient with the physician. The physician noted that there has been noise on the lead for nine months. Nine months ago they reprogrammed the sensitivity to least sensitive to avoid the noise being declared by device as ventricular fibrillation (vf). The physician stated that the noise was once again seen on the device interrogation as noted previously. When the device is changed out due to elective replacement indicator (eri) in the future, the physician plans to revise the rv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient presented to the hospital due to a syncopal episode. The interrogation did not reveal any issues, however the patient noted that at a previous visit to his cardiologist he was told that one of his leads was loose. It was noted that the patient was symptomatic and is dizzy when the device is checked at vvi 30. Review of an electrogram (egm) did show oversensing of noise leading to pacing inhibition, however the episode was from nine months earlier, thus it did not correlate with the recent syncopal episode. The patient was asked to follow up with his cardiologist. The field representative was unable to obtain any additional information from the patient's following clinic. No additional adverse patient effects were reported.

Event description:
Additional information was received that prior to a replacement procedure for normal battery depletion the patient discussed the concern over a loose lead with the field representative. The field representative reviewed the patient's chart and concerns with the physician where it was noted that the physician had reprogrammed the sensitivity to least and performed defibrillation threshold (dft) testing to confirm detection of ventricular fibrillation (vf). Since that time, the oversensing was resolved. Since they were unable to find any evidence of a lead issue, the device was explanted for normal battery depletion and the rv lead remained implanted. No adverse patient effects were reported.